Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program.   The devices were evaluated in the field, and the issue was confirmed. 4 devices had broken/damaged components, 1 device had a detached component, and 1 device had a dirty component.  The devices were repaired and returned.   There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 6 malfunction events, where it was reported the brakes or steer were difficult to engage/disengage or the brakes could not be engaged/false engagement of brakes. There was no patient involvement.